Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was traced to component failure. Also, for the bending rubber debris may fall into the body, the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope had a peeled acoustic lens with the adhesive layer exposed, peeling of the adhesive section around the objective lens, missing ultrasound acoustic lines, and anomalies in the ultrasound image. Damage to the ultrasound probe was also observed, and debris from the bending rubber was identified as having the potential to fall into the body. There was no patient involvement.